Manufacturer narrative:
Returned device was received in good physical condition but was missing a nub on the downstream occlusion sensor. No evidence of reported problem in event log was found. During the evaluation of the device, the nub was missing on the dso sensor would cause the "no disposable" alarm. The downstream sensor will be replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited pump won't run. No patient was involved in this event. No adverse effects were reported.